Manufacturer narrative:
Concomitant medical products: 0184 competitor lead, implanted: (B)(6) 2005; 407645 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was poor left ventricular (lv) capture and thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.